Event description:
During a preventive maintenance, the company representative observed that the iabp failed for k6, k6a test number 2. No patient was involved.

Manufacturer narrative:
The company representative replaced the manifold drive (0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).